Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer changed the prewash dispenser needle, adjusted all needles vertically, and changed the sample pipettor. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1 initial result was 22.3 pg/ml. The repeat results were 1883 pg/ml and 1900 pg/ml. The repeat results were believed to be correct as they aligned with previous results for the patient. Patient 2 initial result was 24.5 pg/ml. The repeat results were 5.80 pg/ml and 5.4 pg/ml. The repeat results were believed to be correct. Patient 3 ((B)(6) 2025) initial result was 13.3 pg/ml. The repeat results were 61.5 pg/ml and 61.7 pg/ml.

Manufacturer narrative:
The investigation determined that the event was due to bubbles on the sample surface or a clot in the sample. A general reagent or analyzer problem was not present because the calibration and qc prior to the event were within ranges. No relevant alarms were present in the analyzer alarm trace. There was no evidence of a device malfunction.